Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2019-14821, related manufacturer reference number:2017865-2019-14822. It was reported that the patient presented to the hospital with part of the device exposed. It was noted that the pocket was infected. The entire system, including the pacemaker and both the leads, was explanted. A new system was implanted on (B)(6) 2019. The patient was in stable condition during and post procedure.